Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 305213 and lot number 0143230. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the needle assembly with plastic flash at the bottom part of the needle hub. Investigation conclusion: based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: it could be possible for this defect to occur if one of the mold cavities had an issue that was not detected during the molding inspections or in the next processes. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that needle vented nokor 16x1 tw had foreign matter on the needle. This occurred on 2 occasions. The following information was provided by the initial reporter: material no.: 305213 batch no.: 0143230. It was reported that flashing was observed on the needle.